Event description:
The customer emailed to report that their bedside monitor (bsm) would shut down while in patient use and display multiple errors before booting back on again. No patient harm was reported.

Manufacturer narrative:
The customer emailed to report that their bedside monitor (bsm) would shut down while in patient use and display multiple errors before booting back on again. No patient harm was reported. The complaint device was received by nihon kohden. The unit was evaluated and the complaint could not be duplicated. The unit was found with extensive damage. Due to the damage found, the cause of the issue was likely hardware component failure of the main board and other components due to physical damage from user mishandling. The unit could not be repaired and an exchange was recommended instead. Nk will continue to monitor and trend similar complaints additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: bedside monitor: model #: bsm-1773 serial #: (B)(6). Device manufacturer data: 12/19/2018 (dec. 19, 2018) unique identifier (UDI) #:(B)(4). Returned to nihon kohden: not returned additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative.

Manufacturer narrative:
The customer emailed to report that their bedside monitor (bsm) would shut down while in patient use and display multiple errors before booting back on again. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: bedside monitor: model #: bsm-1773; serial #: (B)(6). Device manufacturer data: 12/19/2018 (dec. 19, 2018); unique identifier (UDI) #:(B)(4). Returned to nihon kohden: not returned.

Event description:
The customer emailed to report that their bedside monitor (bsm) would shut down while in patient use and display multiple errors before booting back on again. No patient harm was reported.